Event description:
Customer reported the insulin pump did not have an audible tone. Troubleshooting was performed and the audible tone could not be heard.

Manufacturer narrative:
Analysis revealed that the insulin pump did not have an audible tone due to broken transducer wire. However, the device passed the seat, rewind and occlusion tests.